Event description:
It was reported that a patient presented with left sided weakness and slurred speech. An angioplasty was performed but was not effective in restoring circulation. The physician then placed a stent (subject device) in the distal right middle cerebral artery (mca) which resulted in significant improvement of flow. However, development of a thrombus at the mid-portion of the stent occurred; the clot was "angioplastied" using a balloon catheter and a unit of retavace was administered. Final angiographic results revealed complete restoration of circulation to the hemisphere. It was reported that the patient has been transferred to an inpatient rehabilitation facility for continued therapy.

Manufacturer narrative:
No allegation of any device malfunction or nonconformance that contributed to the event. The device is unavailable for evaluation. Thrombosis is an inherent risk with any introduction of a foreign body into the vasculature, such as neurovascular stent implantation. Proper adjunctive medical anti-platelet therapy is necessary to prevent thrombosis. The root cause of stent thrombosis cannot be definitively determined. Identified possible causes include but are not limited to improper antiplatelet therapy, improper device selection, or improper stent placement. The device history record review showed that this device net all required specifications. The intended use for the device is treatment. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. A review of the labeling was conducted and the following has been determined: the directions for use (dfu) includes language regarding the reported issue (thrombosis). There is no indication that the physician did not use the device according to the dfu. As a result, there is no indication from the information provided that misuse caused or contributed to the event. There is also no indication that the stent malfunctioned. Thrombosis is an anticipated complication to these types of procedures and is listed as such in the device dfu. As a result, a root cause classification of anticipated procedural complication has been assigned.